Event description:
Complainant alleged that paramedics analyzed patient and the device returned a "no shock advised" for a ventricular-fibrillation heart-rhtyhm. The paramedics responded to a call for an elderly patient who had collapsed. Upon arrival, the paramedics found the patient unconscious and vital signs absent (vsa) and attached the device to the patient via multi-function electrodes. The medics initiated an analysis of the patient and received a "no shock advised" determination for a displayed coarse ventricular-fibrillation heart-rhythm. The paramedics immediately placed the device in manual-mode operation and administered a 120 joule shock to the patient. The paramedics then continued to provide treatment to the patient. The complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction however, they did indicate that there was a delay in therapy to the patient.